Event description:
Volumes are not correct. Biomed assessment: biomed was unable to reproduce the problem during testing. The ventilator performance met factory specifications. The exhalation flow sensor was replaced as a precaution. There were no related problems in service history.the ventilator was returned to service a few days later. There was no patient harm.